Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the wheel lock is not working properly. He said it wont lock into place and a piece fell off of it.